Event description:
A pt reports undergoing cataract surgery with implantation of the crystalens in the left eye. Approximately two-weeks postoperatively, the pt experienced glare, halos, and starbursts, which impacted night driving ability. The pt also reports pain in the operative eye and use of reading glasses. The physician examined the pt, and noted that the lens was well centered and in good position. The pt reports undergoing a yag capsulotomy, presumably for treatment of posterior capsule opacification. Additional info will be requested from the physician, once permission is granted from the pt.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.